Event description:
The patient reportedly experienced sound quality issues and a decrease in performance with her device. Testing performed showed that the device was functioning. Based on the decline in performance, the clinic recommended that the patient proceed with revision surgery. Surgery to explant the patient's device will be scheduled.